Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after rotating the scope and grey adapter. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, the 30-degree endoscope would not invert image. The site stated they resolved the issue by rotating the scope and grey adapter. The procedure was completed as planned with no reported injury.